Event description:
An endurant ii stent graft system was implanted in the patient during the endovascular treatment. Six aptus endoanchors were implanted in the endurant ii stent graft bifurcate prophylactically. It was reported that, two days post index procedure, the patient had pneumonia. The patient experienced fever and shortness of breath. The physician elected to treat the patient with medication and oxygen. The patient experienced a prolonged hospital stay and the event was resolved nine days post index procedure. The investigator assessed that the pneumonia was related to the index procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.